Event description:
A malfunction alarm labeled as "malf 9" was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, assisting the customer successfully, and no recurrence of the malfunction was reported.